Event description:
A customer reported a cartridge alarm 30 issue with their insulin pump. There was no adverse impact on the customer's blood glucose level. The customer successfully loaded a cartridge and resumed insulin therapy, resolving the issue.